Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, emergency medical services (ems) were dispatched due to the patient experiencing inaccurate continuous glucose monitor (cgm) readings on the same day the sensor was applied to the arm. The patient reported difficulty breathing, swallowing, and drinking. Upon arrival, ems performed a manual fingerstick, which revealed a critically low bg level of 24¿25 mg/dl. At the same time, the cgm receiver displayed a reading of approximately 57 mg/dl. Documentation regarding the reversal of hypoglycemia was not included in the report. The patient was subsequently transported to the emergency room (ER) and admitted for observation. During hospitalization, the cgm sensor failed. A manual fingerstick performed by hospital staff showed a bg level of 528 mg/dl, prompting the placement of a new sensor. The patient received IV fluids while in the ER and was discharged on (B)(6) 2025. Three days post-discharge, the patient was noted to be unstable during a follow-up call. However, there was no documentation of further medical evaluation or intervention at that time. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.